Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps were broken which resulted in iodine leakage. This was observed before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, h3, f10/h6: medical device problem codes, h6, h10. B5: upon clarification from the customer, the caps were not damaged; there was no crack or damage to the caps. The iodine sponges were loose from five (5) caps which resulted in iodine spreading. The sponges were fully residing below the opening/rim of the caps. F10/h6: medical device problem codes: replace a0401 with a051201. H10: the actual devices were not received; however, a photograph of a sample was provided for evaluation. Visual inspection of the photograph identified an opened cap with the sponge in the proper position; iodine staining was identified on the internal surface of the pouch. The reported sponge position was not verified; however iodine staining was verified. The most probable cause of the staining is related to mishandling during distribution. The sponges fully residing below the rim of the cap is unlikely (improbable) to result in a hazardous situation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.